Event description:
It was reported that that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup vvi mode. Premature battery depletion occurred due to a high current drain which was caused by a wire bond anomaly on the rf flex module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.